Event description:
In addition, the hospital has not stated bleeding was from staple line, but the instrument was used during the procedure.

Manufacturer narrative:
5/6/97-supplemental report #1 submitted to FDA. Device evaluation codes entered in h6.